Manufacturer narrative:
Correction made to d3: device manufacturer name: baxter international inc. (Previously reported as baxter healthcare corporation). H11: the device was received for evaluation with a minicap attached to the female connector. A visual inspection was performed and a damaged female connector was observed. Functional testing including leak, clear passage and clamp function testing were performed; leak testing identified a leak beneath the returned minicap. The transfer set was retested using an in lab minicap with leak beneath the minicap indicating damaged to the female connector was present. The reported condition was verified. The cause of the leak was due to the damaged female connector. The cause of the damaged female connector was determined to be a supplier manufacturing related issue. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address:(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set leaked; further described as "the female connector does not fit tightly to the mini cap, and liquid leakage." This was noticed after use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.